Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery, the ultra fast-fix peek curved needle delivery system t1 & t2 anchors fell off. Both anchors were removed from the patient. A s&n back-up was used to complete the procedure, with no significant delay. There were not any injuries stated.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t1 and t2 anchors fell off. Both anchors were removed from the patient.¿ the complaint description is not in sync with the physical return. The complaint was evaluated as found. T1, t2 and full suture were returned still located within the delivery needle track. T1 was lifted at the front by bio matter and tissue wedged underneath the anchor. Neither anchor was positioned fully forward. Despite the matter, once the advancement lever was fully advanced, t1 positioned and stripped off the needle tip as expected. T2 followed with a gentle tug of the suture. The allegation could not be supported as recorded. No root cause related to the manufacture of the device was confirmed.